Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when opening the lid. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement device. The reported issue could not be verified, and root cause could not be determined. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device does not power on when opening the lid. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on when opening the lid. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The root cause of the reported issue was determined to be faulty reed switch. The device was archived/retained by stryker.